Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported noticing a leak at the bottom of the cycler while in dwell 1 of treatment. The patient canceled the treatment and discontinued the use of the cycler. The patient was advised to follow up with the pd nurse. Follow up with the patient's nurse indicated the patient cancelled treatment and finished treatment manually. The patient was seen in the clinic for a follow-up visit. The patient did not experience any adverse events as a result of the fluid leak. The patient's effluent culture test was negative.